Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the pump made an alarm sound but did not display an error message nor did it trigger any of the safety devices. Per data log analysis: there were multiple level alert probe/alarm probe status change uncoupled messages, and the message cleared within the same second so only an audible tone was heard. It was suggested to the user facility's biomedical engineer to allow the adhesive pad to adhere for five minutes before adding gel and connecting the level sensors.

Event description:
During use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) was alarming without displaying the cause of the alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.